Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. The patient was brought into clinic. Measurements were within an acceptable range during testing and no noise was observed. Technical services discussed delivering a shock to test the system. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device and lead remain in service. Should additional information become available this report will be updated.

Event description:
--

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the patient was seen in clinic and measurements were within an acceptable range. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative was contacted for additional information. As no additional out of range measurements were observed in clinic, no further testing was performed. The patient will be brought in for further evaluation at a later date. Records indicate this device and lead remain in service. Should additional information become available this report will be updated.